Manufacturer narrative:
Complaint confirmed. Visual evaluation of the complainant device revealed that the ceramic encasing the distal tip of the ar-9811 probe was not present upon receipt for investigation. The most likely cause of the event includes prying/leveraging of the device, use of excessive force against bone/bony tissue, and use of the device for extended periods of time.

Event description:
It was reported that it was detected that there are multiple bursts of ceramics during the hip ask. Setting was standard level 7/1 and always with active suction. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 14 sep 2018: further information was received from the sales rep: since the surgery is always done with image converter, it is beautifully visible. This picture was intraoperative. According to customers, most of the splinters has been taken out. Smaller splinters could be in the patient.

Manufacturer narrative:
Complaint confirmed. Visual evaluation based on photographs of the complainant device revealed that the ceramic encasing the distal tip of the ar-9811 probe was not present upon receipt for investigation. Multiple hazardous conditions could lead to the reported event, including prying/leveraging of the device, use of excessive force against bone/bony tissue, and use of the device for extended periods of time.